Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: outer insulation breached depression; full lead analyzed; analysis confirmed the reported power on reset condition. As part of the device operation monitoring, the device electronics resets a counter every five seconds. The purpose for resetting the device counter is to verify the system continues to process information. If for some reason the system becomes unable to reset this counter a por occurs. This is a safety feature to monitor system operation and maintain vf therapy.